Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the tissue pad was worn severely. The manufacturing record was reviewed with no irregularities. This type of tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was severely worn when the user continued to activate seal and cut mode without contacting tissue (including after the tissue already cut). And there is a possibility that the error occurred since the tissue pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states. Warnings: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during unknown operation. It was reported that error occurred, but the error code and details of error were not reported. It was not reported whether the subject device was replaced and whether the intended procedure was completed. There was no patient injury reported. Olympus medical systems corp. (Omsc) received device. And as a result of omsc's investigation on april 4, 2016, it was found that the tissue pad was worn severely and the coating on the outer surface of the jaw had partially come off. This is the report regarding the tissue pad damage. Please cross-reference the following report about the coating damage: 8010047-2016-00517.